Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was 480 mg/dl at the time of the incident and the current blood glucose was 402 mg/dl. The customer was treated with bolus. The customer declined troubleshooting for high blood glucose. The customer was advised to call back for further assist. The insulin pump and sensor will not be returned for analysis.